Event description:
The hospital reported that during the endoscopic vein harvesting procedures, six short port btt black inflation valves popped. As a result, the balloons would not remain inflated. The harvester completed the procedures either by using a 3-way stop cock or without the balloon inflated. The hospital did not report any pt complications. Since it is unk the date of the event(s), the quantity used in each event and the product lot numbers, all six will be tracked under one case. This report is for the sixth device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).